Manufacturer narrative:
Evaluated one open and used reservoir and checked o-rings or stoppers groove for anomalies none were found. Ran basal bolus leaking test per: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into paradigm insulin pump. Conclusion: reservoir no occluded and not leakage anomalies. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery. The customer's blood glucose was 23.9 mmol/l. The customer was advised the insulin pump alarmed due to it detecting an occlusion on the insulin pump. Troubleshooting was performed and the reservoir and the infusion set were changed and the alarm did not reoccur. The customer is not returning the reservoir for analysis.